Event description:
It was reported that during the procedure the operator prepared to implant the subject stent. The subject stent deployed within the microcatheter during delivery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was returned for analysis having fully deployed inside the microcatheter shaft towards the distal end of the device (underneath the secondary strain relief). The stent was no longer loaded on the stent delivery wire (sdw). Once removed, the stent was noted to be damaged/deformed. The introducer sheath was not returned for analysis and neither was the sdw. One possible reason for this event is that the atlas introducer sheath, which is designed to be a perfect fit when used with excelsior sl-10 or xt-17, was not a good fit with this unknown, non-stryker microcatheter. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. Alternatively, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator prepared to implant atlas stent. Checked and flushed properly and used ruikangtong willskey 17 microcatheter to deliver the stent, and the stent deployed in microcatheter during the delivery'. An assignable cause of procedural factors has been assigned to the as reported/ as analysed stent deployed prematurely during use and the as analysed stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure the operator prepared to implant the subject stent. The subject stent deployed within the microcatheter during delivery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.